Event description:
Pain after injection [arthralgia], knee effusion [joint effusion], extreme pain with injection [injection site pain]. Case description: a spontaneous report was received on (B)(4) 2009 from a healthcare provider (hcp) regarding a (B)(6) male pt with a history of osteoarthritis, initials (B)(6), who experienced extreme pain with and following a synvisc injection. The pt had no previous history of treatment with synvisc. The hcp reported that the pt experienced extreme pain during and following a single injection of synvisc into the left knee on (B)(6) 2009. The pt decided not to receive any additional synvisc injections. The reporter considered the event to be definitely related to synvisc. No other info was provided. At the time of this report, the outcome of the pt was unknown. Additional info was received in the form of qa results on 18-jun-2009 and 17-jul-2009. The production and quality control documentation for lot# x0811, expiry date 10/2011 were reviewed. The investigation showed that the product met specs. No associated non-conformances were noted. Additional info was received on 16-july-2009 from a healthcare provider (hcp) who confirmed the pt had a history of severe osteoarthritis for 20 years. He updated the medical history to include prior effusion, joint narrowing, osteophytes, and previous treatment with nsaids and steroids. There was no history of previous treatment with viscosupplements. The hcp reported that the event of extreme pain during injection was moderate to severe in intensity. Treatment included increasing the po pain medications hydrocodone, celebrex, and flector patch (dosages unspecified) that the pt had been taking for "several years." The event of knee pain after injection was characterized as moderate in intensity. The hcp noted "pt at baseline." Treatment included "fluid drainage and steroid injection by ortho in (B)(6)" along with the medications oxycontin and hydrocodone (dosages unspecified). Exudate was collected from the left knee on (B)(6) 2009 and sent for analysis. Final gram stain results revealed no wbcs or organisms seen. Final fluid culture revealed no growth. Laboratory testing of the synovial fluid showed no uric crystals. The fluid was yellow and cloudy in appearance with wbc count 7225 (reference 0-200/cubic mm) and rbc count 3350 (reference 0-200/cubic mm). Neutrophils 82%, lymphocytes 12% and synoviocytes 6%. At the time of this report, the pt had recovered from all events. MFR's comment. The benefit-risk relationship of synvisc is not affected by this report.

Manufacturer narrative:
The production and quality control documentation for lot# x0811, expiry date 10/2011 were reviewed. The investigation showed that the product met specs. No associated non-conformances were noted.